Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level; cause not known. Customer's continuous glucose monitor read "high," however, specific (bg) value was not provided. A correction bolus via the pump was delivered and the pump supplies were changed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the load fill tubing step required more insulin than expected. Customer could not troubleshoot the issue with tandem technical support. The customer continued to use the pump for insulin therapy.